Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from colombia to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility ((B)(4)): the patient was installed 270-5 infuser days 5fu treatment, the patient comes to hydrating the next day and the infuser completely full encuetra, check and verify that no way out of the drug which aspire syringe content and pass it to another infuser.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and half filled easypump ii lt 270-135-s without packaging for cc's (B)(4). The received sample was taken to a visual inspection. The white clamp was closed and the patient connector was not closed, the original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected crystallized drug residues at the filling port (lli-cone) and crystallized drug residues at the patient connector (lla-cone) of the sample. In addition the sample was filled up to the nominal value (270 ml) and was taken to a functional test respectively a leak test was carried out. After opening the white clamp and starting the pump and waiting for 60 minutes the pump is not working (solution was not running). Fter these 60 minutes leakages were not detected. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.